Event description:
It was reported that the device had its service indicator illuminated and had logged an event code. The device would also not charge defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.